Event description:
It was reported in a clinical follow up that the patient was admitted due to pocket ulceration. The pacemaker system was explanted on (B)(6) 2021. No signs of infection were noted. A new pacemaker system was implanted successfully on (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.